Manufacturer narrative:
A correlation between the lvad and the reported event of suspected pump thrombus, hemolysis, mediastinitis, and septic shock could not be determined through this evaluation as the pump was not explanted, remained with the patient and no autopsy was performed. While a specific root cause for the reported event could not be conclusively determined, it was reported that the septic shock was suspected to be due to the reported infection. In addition, it was communicated that the infection did not originate in the driveline or pump pocket. Per the vad coordinator the cause of death was not device related. Cause of death was septic shock secondary to bowel ischemia. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The physician reported that the patient was re-admitted to the intensive care unit (ICU) for suspected pump thrombus. The patient had elevated lactate dehydrogenase (ldh) levels, brown urine, and was started on dopamine. The patient also had mediastinitis and was on antibiotics due to an unrelated infection. The patient subsequently expired from septic shock due to the infection.

Event description:
Additional information provided by the vad coordinator indicated that septic shock was suspected to be due to an infection. The infection did not originate in the driveline or pump pocket. The patient had persistent hemolysis with ldh in the 500-600. On (B)(6) 2014 patient was taken to the or for mesenteric ischemic bowel and had a bowel resection. Ldh and lactates remained elevated and patient was hypotensive and family decided to withdraw care and patient expired on (B)(6) 2014. Family did not request an autopsy and the pump will not be returned. According to the vad coordinator the cause of death was not device related. The cause of death was septic shock secondary to bowel ischemia.